Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the rf (radio frequency) head was unable to recognize devices. The rf head also failed uplink functional tests; the rf head cable found out of electrical specification. It was noted the rf head cable was twisted. (B)(4).

Event description:
It was reported that the radio frequency (rf) head was not recognizing devices. The rf head has been returned for repair. There was no patient involvement.